Event description:
Customer reported a failure of no power. Customer reported there were no patient injuries associates with their report. Customer did not have information whether incident occurred during patient infusion.